Event description:
It was reported that the device failed during a case; not picking up traces. Follow-up attempts were unsuccessful in obtaining further information. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device failed during a case; not picking up traces. No patient complications were reported as a result of this event. Follow-up attempts were unsuccessful in obtaining further information.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. No anomalies were identified with initial testing. During long term testing, the unit experienced a spurious sense, which delayed the pulse. Further testing was unable to replicate this experience. In addition, the long term test experience was not consistent with the reported event. One side bail cover was also found to be broke.